Event description:
It was reported that during a laparoscopic nephrectomy procedure, the clips scissored on the initial firing. They completed the procedure with a new like device. There was no pt consequences reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: 141mg/dl to 312mg/dl; 312mg/dl to 140mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. A batch record review was performed and no anomalies were found during the manufacturing process.